Event description:
It was reported that the arctic sun device that was showing two out of four bars for water level, but it won't take any more water, looked at diagnostics and the inlet pressure (ip) was -12.3 psi, circulation pump command (cpc) 0 percentage. They called back and stated that a tech replaced the manifold assembly a few weeks back and worked fined until they were doing preventive maintenance and failed calibration error 02 (pre-warm inlet pressure error). It was determined that the device had a failed circulation pump. They requested a quote for 2000-hour service. Per sample evaluation results received via task on 15oct2024, it was reported that the tank seals were lifted. Circulation pump had dried out bearings. Calibration error 2 and bypass flow cut off during calibration.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. Replacement of the circulation pump motor sn (B)(6) with sn (B)(6). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Proper adjustment of the manifold bypass sort screw corrected the reported calibration errors. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device that was showing two out of four bars for water level, but it won't take any more water, looked at diagnostics and the inlet pressure (ip) was -12.3 psi, circulation pump command (cpc) 0 percentage. They called back and stated that a tech replaced the manifold assembly a few weeks back and worked fined until they were doing preventive maintenance and failed calibration error 02 (pre-warm inlet pressure error). It was determined that the device had a failed circulation pump. They requested a quote for 2000-hour service. Per sample evaluation results received via task on 15oct2024, it was reported that the tank seals were lifted. Circulation pump had dried out bearings. Calibration error 2 and bypass flow cut off during calibration.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.